Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump passed dat test at 0.08760 inches. No over delivery anomalies noted. The pump was received with corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose. The customer did not mention any symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 20mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization but was off pump for less then 48 hours. The customer states the pump gave them to much insulin and they crashed and went down to 20 mg/dl they fell and hit there head and there eye got swollen. The insulin pump will be returned for analysis.